Event description:
Complainant alleged that during biomed testing the device's pacer knob was loose and the pacer output was inconsistent. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.